Manufacturer narrative:
E1:first name and last name of initial reporter is unknown. G2: the country of the event is vietnam. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from distributor regarding a device used for spinal therapy for compression fractures of the vertebrae associated with bone marrow edema and d12¿l1¿l2 levels were implanted. It was reported that the devices were broken during operation. There were no patient symptoms reported. There were no further complications reported regarding the event. Balloon ruptured and therapy involved during the event was balloon-assisted vertebral augmentation.

Manufacturer narrative:
B5: event description updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received as there aren't any broken fragments left inside the patient.

Event description:
Additional information was received as the product broke during the surgical procedure; therefore, it fragmented into multiple pieces.

Manufacturer narrative:
B5: event description updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.